Manufacturer narrative:
The patient's dob or age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. Recurrence of this malfunction could result in a flow limiting dissection or perforation. No patient injury reported. This MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device was returned for evaluation. Visual examination found no unusual characteristics of the device. During functional testing, using an indeflator filled with warm water, the device was pressurized at less than 2 atm and a pinhole leak was observed in the center of the balloon. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used in a severely calcified and severely tortuous mid sfa. During the third inflation at 14 atm for 20 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.